Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 200mg/dl. A system check was performed and the occlusion was found to be within the cartridge; air bubbles were observed in the cartridge pigtail and luer lock. Reportedly, the customer had filled their cartridge with a mixture of room temperature and cold insulin the day prior to the occlusion alarm occurring. Tandem technical support advised the customer to use only room temperature insulin when filling a cartridge. During a follow-up, it was confirmed a supply change resolved the issues and no additional occlusion alarms had occurred.